Manufacturer narrative:
The device was received with minor scratches on the lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube lip, missing end cap sticker, and missing o-ring from the reservoir tube.

Event description:
Customer reported via phone call, the reservoir compartment on the insulin pump was broken. Customer's blood glucose was unknown. Customer states the o-ring was missing and a little piece of the rim was missing and it barely holds the reservoir in place. The first piece came off friday and thought it would be fine. Customer stated the device was broken somehow when she was asleep. She woke up and there were pieces in her bed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.